Manufacturer narrative:
Upon completion of analysis this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) with a monitoring voltage of 2.57 and charge time measurements of 31.7 seconds. The patient indicated the device emitted beep tones. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Subsequently the device was explanted and returned for analysis

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.